Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) associated with this complaint and completed investigations. Failure analysis investigations was unable to reproduce or confirm the reported complaint. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The probable root cause of the reported issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The failure analysis investigations and in-house testing of the returned psm revealed no issues related to the customer reported event.

Manufacturer narrative:
Based on the claim against the product by the customer noting that there were movement issues with the patient side manipulator (psm), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse was able to reproduce the reported complaint and replaced the psm to resolve the issue. Isi has not received the psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a patient side manipulator (psm) was replaced after the completion of the procedure due to movement problems. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were movement issues with the patient side manipulator (psm) an intuitive surgical, inc. (Isi) technical support engineer (tse) was called for assistance. The tse checked the error logs and asked the caller to reseat the drapes and move the psm to another position. The issue persisted. The procedure was completed with no reported injury. Isi contacted the distributer to obtain information but was not able to gather any additional information.